Manufacturer narrative:
The reported issue of pcu¿s alarming with a network communication error when turned on prior to use on patients, and that connection can be re-established with powering off and on the pcu could not be confirmed. The report that 800.8000 error codes were also recorded at the time of the incidents could also not be confirmed: no pcu or pcu logs were provided for investigation. The received pump module logs did not have the information needed, and in addition did not have any recorded errors or usage on the reported incident date. The reported description of the events are similar with a tracker (ID# 15615) where a software limitation prevents pcu from accepting any updates to ip lease duration after the initial dhcp handshake; however without having the pcu or associated logs for confirmation it could not be established if this is associated. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. It is believed the systems in question were intended for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Customer reported that oncology unit on 8ne reported multiple instances of pcu¿s alarming with a network communication error when turned on prior to use on patients. Turning off the pc unit and turning it back on again re-enabled the network status. The biomed investigation did not identify the cause of the error code, and the units were reflashed and returned to service in patient care areas.